Manufacturer narrative:
This report is being supplemented to provide additional information based on custome- provided cleaning checklist and the legal manufacturer's investigation. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water, air and detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, the root cause of the events could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: the instruction manual operation manual ¿gif/cf-170 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf-170 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to deformation of up/down knob, water tightness is lost. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Bending tube is deformed. Adhesive on bending section cover had a chip. Up/ down knob had a scratch, right/left knob had a scratch, free engage knob had a scratch, forceps elevator had a scratch. Image guide protector had a cut. Light guide lens had a crack. Plastic distal end cover had a scratch, connecting tube had a dent, connecting tube had discoloration, connecting tube had a wrinkle. Objective lens had a chip, video connector case had a scratch, protector of the video cable section had a cut, video cable had a scratch, light guide connector had a scratch, protector of universal cord on scope connector side had a scratch, protector of universal cord on control section side had a scratch, universal cord had a wrinkle, universal cord had a scratch. Grip had a scratch, control unit had a scratch. Control unit had discoloration, suction cylinder was shaved, paint on suction cylinder was peeled, switch 4 had wear, switch box had a scratch. Scope cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited: foreign object inside the nozzle. There was no patient involvement.